Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that the catheter broke. An 8.3/25 expel¿ drainage catheter with twist-loc¿ hub was selected for use. It was noted the physician cut extra holes in the catheter. The catheter was inserted into an abdominal abscess. However, it was noted that the drain broke inside the patient, at one of the extra holes cut by the physician. A guidewire was used to retrieve the two parts of the drain. The procedure was completed with another of the same device. No further patient complications reported.